Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display with flashing red light. Display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer reported a blank display with a flashing red notification light. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails, cracked keypad overlay. After battery installation, a blank display was noted. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; electrical board 1, electrical board 2, lcd flex cable terminal; motor, motor flex cable, force sensor flex cable. There is severe corrosion on electrical board 2 and the lcd flex cable terminal as well as on electrical board 1, and the top of the motor assembly where the home motor switch is located. In summary, the customer¿s report of a blank display with a flashing red notification light was confirmed during testing. The blank display is due to the severe corrosion on the electrical board 2 connector and the lcd flex cable terminal. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.